Event description:
Information was received that reported a patient was treated for infection. It was reported that the patient's infusion site became sore and inflammation was noted. The patient was treated with antibiotics.

Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up detailing the results of the evaluation.